Event description:
Pt was revised to address loosening of the stem and poly wear of the liner.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. No lot code was provided for the associated liner. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.